Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. A DHR could not be completed as the lot# is unknown. Investigation conclusion: no samples or photos were returned for analysis. Root cause description: no samples or photos were returned for analysis.

Event description:
It has been reported that there was a needle clog with pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, "clogged needles".